Event description:
It was reported to tycohealthcare kendall in 2004 that the physician using the needle was unable to remove the specimen from the needle shaft. He followed the manufactures guide lines for using the needle but he could not remove the specimen. The pt had to be stuck twice for the biopsy.